Event description:
It was reported that pump experienced malfunction alarm with displayed malfunction code but no notable events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Technical support assisted caller with resetting pump using provided instructions, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if malfunction code returned, which caller acknowledged and understood.